Manufacturer narrative:
The device was manufactured in 06/2015 and is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. Dräger was contacted by the user facility to assist in determination of the root cause for the device behavior. Based on the available facts it was concluded that the most likely explanation for the event would be the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery shall be replaced after two years of use. The user facility admitted that the device was still equipped with the original battery installed at the time of manufacture. Lack of maintenance is thus a likely contributing factor in the event. The battery status is being displayed continuously. The user is advised to perform a battery test during the daily pre-use check, disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The hospital finally decided to involve a third-party service provider for replacement of the battery. Hence, dräger is unable to verify if the assumed root cause is correct.

Event description:
It was reported that the device posted an alarm during use indicating a problem with the internal battery and performed restarts. The patient was connected to another device; no patient consequences have reportedly occurred.